Event description:
It was reported that the bd¿ syringe was cracked. The following information was provided by the initial reporter, translated from chinese to english: the nurse injected intramedullary injection into the patient. When she opened the syringe, she found that there was a crack in the syringe needle and the syringe could not be used. The syringe was replaced and the liquid was pumped successfully.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1904236. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were inspected and no defects were identified. Based on the provided feedback, it is possible that this reported incident resulted from a problem with the placement of the hubs within the assembly process. If the components are misplaced due to some unexpected movement, the product may become damaged.

Manufacturer narrative:
Device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B(4).

Event description:
It was reported that the bd¿ syringe was cracked. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse injected intramedullary injection into the patient. When she opened the syringe, she found that there was a crack in the syringe needle and the syringe could not be used. The syringe was replaced and the liquid was pumped successfully.